Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge due to the charging coil being damaged after the revision procedure (MFR report number 3006630150-2020-00416). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the ipg could not maintain the battery voltage level due to the high current draw caused by an electrical short in the component asic application specific integrated circuit u3. A review of the patient data indicated that the daily battery depletion rate changed from 2.91 mvday to 582 mvday after the reported lead revision. With all the available information, boston scientific concludes that the complaint was confirmed. U3 asic of the ipg was damaged by high voltage transient signal. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Hence, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patients ipg would not hold a charge due to the charging coil being damaged after the revision procedure (MFR report number 3006630150-2020-00416). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.